Manufacturer narrative:
(B)(4).

Event description:
The customer's husband complained of discrepant inr results on a coaguchek xs meter with serial number (B)(4) compared to inr results from the laboratory. At 09:23 am the result from the meter was 4.5 inr and at 09:29 am the result from the meter was 5.0 inr. The results from a coagu-sense meter were 3.3 inr and 3.3 inr. A different finger was used for each measurement on the meter. A capillary tube from each finger stick was used for the coagu-sense meter measurements. At 12:00 pm a blood sample was collected and the result in the laboratory was 3.3 inr with the dade innovin method. There was no allegation of an adverse event. The customer is feeling "great". The customer's therapeutic range was 2.0 - 3.0 inr. The customer was not on heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin dose, no changes in diet, no illness, and no new medications, and no signs of bleeding or bruising. The qc check was reviewed. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr , donor 2 inr: 2.0 inr . Donor 1 hct: 50% , donor 2 hct: 42% . Testing results: donor 1: retention meter with masterlot strips: 2.3 inr , donor 1: customer meter with customer strips (vial (B)(6)/ vial (B)(6)): 2.4 inr / 2.4 inr. Donor 2: retention meter with masterlot strips: 2.0 inr , donor 2: customer meter with customer strips (vial (B)(6)/ vial (B)(6)): 2.1 inr / 2.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Further investigation was unable to find a definitive root cause. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.